Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "there was a very large, long hair found inside the inner blister. Pt was in the operating room but the implant was opened in the back room and had no interaction with the operating room and packing will be returned for evaluation."